Event description:
It was reported that during a rotator cuff repair procedure using a first pass suture passer with first pass needle and suture capture, the tip of the needle broke while inside the surgical site. The surgeon was unable to locate the broken piece and abandoned it inside the pt. The procedure was completed without further incident using an additional first pass needle. There were no significant delays or pt complications report as a result of this event.